Event description:
It was reported by the customer that the bd pyxis¿ es server had encountered an issue where the patient could not be readmitted or the discharge date could not be edited. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient could not be readmitted. A technical support specialist received an update from the user that the issue had been fixed with facility settings. The customer confirmed that the issue had been resolved and proceeded to close the case with the user's permission, stated that the user had resolved the issue.